Event description:
Caller reported that t:slim x2 pump battery would not charge despite using tandem charging cable and wall adapter, and trying a different adapter and cable did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, providing the customer with a new one featuring updated software and offering training through their tandem source account. Customer was instructed to return the faulty pump using a prepaid label, and they acknowledged the procedures required upon receipt of the replacement pump.